Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Manufacture date: october 12, 2015. Expiration date: august 31, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework noted; however, there were two pieces of scrap at final inspection for visual cosmetics/burrs. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was performed on an unknown date. Post-operatively due to reported pain, femoral neck was shortened and was in varus, a revision surgery was performed on (B)(6) 2016 to explant a nail and a blade. There were no surgical delays reported, procedure was successfully completed. Patient was revised with a total hip. No allegations against implants were reported. This is report 2 of 2 for (B)(4).